Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), pelvic pain ('pelvic/abdominal') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gastroesophageal reflux disease, ligament rupture, sore throat and respiratory tract congestion. Concomitant products included bupropion from 2016 to 2017, fluoxetine, levonorgestrel (mirena), pantoprazole from 2016 to 2017 and ranitidine (ranitidina). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("pelvic/abdominal/lower abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), depression ("hormonal changes describe: depression"), the second episode of abdominal pain lower ("lower abdominal pain") and complication of device removal ("right essure was left inside"). The patient was treated with surgery (bilateral salpingectomy full hysterectomy and bilateral salpingectomy full hysterectomy, d&c). At the time of the report, the uterine perforation, device breakage, pelvic pain, abnormal uterine bleeding, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, the last episode of abdominal pain lower and complication of device removal outcome was unknown and the dysmenorrhoea, depression, nausea, dyspareunia and fatigue had resolved. The reporter considered abnormal uterine bleeding, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion details: 1 coil was seen on the left and 2 coils was seen on the right. The hysteroscope was removed. (B)(6) 2016: operative note: laparoscopic bilateral salpingectomy. Mirena iud insertion (B)(6) 2017: total vaginal hysterectomy. Removal of mirena iud hormonal changes describe: depression onset date: (B)(6) 2014 (before insertion). Discrepancy noted on essure removal date: (B)(6) 2016 as per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion. As pre mr: findings: arcuate uterine shape with no filling defects. Essure coils are in place bilaterally with no contrast seen beyond the distal coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), pelvic pain ('pelvic/abdominal') and abnormal uterine bleeding ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gastroesophageal reflux disease, ligament rupture, sore throat and respiratory tract congestion. Concomitant products included bupropion from 2016 to 2017, fluoxetine, levonorgestrel (mirena), pantoprazole from 2016 to 2017 and ranitidine (ranitidina). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("pelvic/abdominal/lower abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), nausea ("nausea"), dyspareunia ("dyspareunia(painful sexual intercourse)") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), depression ("hormonal changes describe: depression"), the second episode of abdominal pain lower ("lower abdominal pain") and complication of device removal ("right essure was left inside"). The patient was treated with surgery (bilateral salpingectomy full hysterectomy and bilateral salpingectomy full hysterectomy, d&c). At the time of the report, the uterine perforation, device breakage, pelvic pain, abnormal uterine bleeding, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, vaginal haemorrhage, the last episode of abdominal pain lower and complication of device removal outcome was unknown and the dysmenorrhoea, depression, nausea, dyspareunia and fatigue had resolved. The reporter considered abnormal uterine bleeding, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, uterine perforation, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: insertion details: 1 coil was seen on the left and 2 coils was seen on the right. The hysteroscope was removed. (B)(6) 2016: operative note: laparoscopic bilateral salpingectomy.mirena iud insertion (B)(6) 2017: total vaginal hysterectomy. Removal of mirena iud hormonal changes describe: depression onset date: (B)(6) 2014(before insertion). Discrepancy noted on essure removal date - (B)(6) 2016 as per pif diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As pre mr: findings: arcuate uterine shape with no filling defects. Essure coils are in place bilaterally with no contrast seen beyond the distal coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received.reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic/abdominal') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gastroesophageal reflux disease, ligament rupture, sore throat and respiratory tract congestion. Concomitant products included bupropion from 2016 to 2017, levonorgestrel (mirena) and pantoprazole from 2016 to 2017. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), uterine haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("hormonal changes describe: depression"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy diagnostic hysteroscopy with laparoscopic bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, uterine haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, nausea, dyspareunia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: 1 coil was seen on the left and 2 coils was seen on the right. The hysteroscope was removed. (B)(6) 2016: operative note: laparoscopic bilateral salpingectomy.mirena iud insertion (B)(6) 2017: total vaginal hysterectomy. Removal of mirena iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As pre mr: findings: arcuate uterine shape with no filling defects. Essure coils are in place bilaterally with no contrast seen beyond the distal coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), pelvic pain ('pelvic/abdominal') and uterine haemorrhage ('abnormal uterine bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gastroesophageal reflux disease, ligament rupture, sore throat and respiratory tract congestion. Concomitant products included bupropion from 2016 to 2017, levonorgestrel (mirena) and pantoprazole from 2016 to 2017. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)") and nausea ("nausea"). On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), depression ("hormonal changes describe: depression"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain") and complication of device removal ("right essure was left inside"). The patient was treated with surgery (bilateral salpingectomy full hysterectomy). At the time of the report, the uterine perforation, device breakage, pelvic pain, uterine haemorrhage, genital haemorrhage, menorrhagia, metrorrhagia, vaginal haemorrhage, abdominal pain lower and complication of device removal outcome was unknown and the dysmenorrhoea, depression, nausea, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: 1 coil was seen on the left and 2 coils was seen on the right. The hysteroscope was removed. (B)(6) 2016: operative note: laparoscopic bilateral salpingectomy.mirena iud insertion (B)(6) 2017: total vaginal hysterectomy. Removal of mirena iud diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As pre mr: findings: arcuate uterine shape with no filling defects. Essure coils are in place bilaterally with no contrast seen beyond the distal coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020: pfs received. Reporter's information added. Event outcome were updated to recovered of events nausea, fatigue, dyspareunia, depression , dysmenorrhea. Event: right essure was left inside was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), device breakage ('device breakage'), genital haemorrhage ('general abnormal bleeding'), uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic/abdominal') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, gastroesophageal reflux disease, ligament rupture, sore throat and respiratory tract congestion. Concomitant products included bupropion from 2016 to 2017, levonorgestrel (mirena) and pantoprazole from 2016 to 2017. In 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding ( menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 2 years after insertion of essure. On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pelvic/abdominal"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), depression ("hormonal changes describe: depression"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (bilateral salpingectomy diagnostic hysteroscopy with laparoscopic bilateral salpingectomy and salpingectomy bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, genital haemorrhage, uterine haemorrhage, pelvic pain, dysmenorrhoea, menorrhagia, metrorrhagia, vaginal haemorrhage, nausea, dyspareunia, fatigue and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: 1 coil was seen on the left and 2 coils was seen on the right. The hysteroscope was removed. On (B)(6) 2016: operative note: laparoscopic bilateral salpingectomy. Mirena iud insertion. On (B)(6) 2017: total vaginal hysterectomy. Removal of mirena iud. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. As pre mr: findings: arcuate uterine shape with no filling defects. Essure coils are in place bilaterally with no contrast seen beyond the distal coils.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. Case become incident. Injury nos replaced with new events. New reporter's was added. Added event dysmenorrhea (cramping), pain: pelvic/abdominal, general abnormal bleeding, menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.